Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting off. The customer¿s blood glucose was 160(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.